Manufacturer narrative:
(B)(4) initial report this case is being submitted as the result of a retrospective review. Additional information, including patient medical history, post primary and pre revision x-rays, reason for revision and the explants have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been retrieved and reviewed, it was found that the parts associated with these records, conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA and these devices are no longer available to any market.

Event description:
Cormet revision after approximately 5 years, the reason for revision is unknown.

Manufacturer narrative:
(B)(4) final report. Please note: this MDR was originally filed on 06 apr 2016 to an esubmissions test account. Additional information was requested in order to progress with this investigation, however, it was not provided. Therefore, there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The reported devices were not returned to corin UK for examination, therefore, at this time it cannot be determined whether the corin devices caused or contributed to the patients experience. Based on this corin now considers this case closed. However, should any new information be provided, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 5 years, the reason for revision is unknown.